Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that due to insulin pump not delivering correctly, customer had high blood glucose of 600 mg/dl and then blood glucose would drop. It was reported that after customer changed sides, issue was resolved.